Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery were unsuccessful due to major tortuousity. In response, the sheath was retracted in an unsuccessful attempt to advance the sds further. Subsequently the stent became dislodged from the balloon catheter and embolized within the coronary tree. Attempts to retrieve the stent were unsuccessful. The pt was sent for semi-urgent coronary artery bypass surgery. The surgery was successful. The stent remains within the coronary tree.